Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. -inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited reduced angulation. The device was returned, and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The endoscope was not used in a procedure with the foreign material attached to it. An evaluation of the returned device confirmed the customer allegation - "reduced angulation". Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. There were few additional findings. Adhesive on bending section cover was chipped, cracked and had white-clouded area. Forceps elevator lever was deformed. Adhesive around objective lens and light guide lens was peeled. The distal end cover had a dent. The distal end cover had a burn. Connecting tube had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.